Manufacturer narrative:
The insulin pump alarmed prim during basic occlusion test due to protruded/loose drive support disk. No unexpected off no power alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during the prime process. The customer's blood glucose was 130 mg/dl. The customer stated that she went to prime the insulin pump, replaced the battery, received the alarm, and then the insulin pump shut off. She clarified that the insulin pump had reset itself and began counting when she stated that the device shut off. The customer did not observe any significant events leading to the alarm. She was advised that during seating, the force sensor may not have detected the reservoir. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.